Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.

Manufacturer narrative:
H6 - updated from adverse event related to procedure to adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post procedure.